Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. The patient also had intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.